Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, analysis of the log files that were provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The account communicated that the patient experienced continuous red heart events and pump thrombosis was suspected. The system controller event log file contained events from (B)(6) 2024, per the timestamps. Multiple, transient low flow hazard alarms were captured on 01may2024. During the low flow events, rotor noise and power were elevated above the patient¿s baseline. Although it could not be conclusively determined through this evaluation, the events captured in the submitted log files appear consistent with material, such as thrombus, being ingested and passing through the pump. Pump parameters appeared to return to baseline following these events. The system appeared to be operating as intended at the set speed, and there were no other notable alarms active in the second set of log files. It was later reported that no imaging or intervention was performed and thrombus was not confirmed or ruled out. According to the account, no more alarms occurred and the patient is stable at home. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G, is currently available. Section 1 list lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. G, is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient made an emergency call and a continuous red heart alert was clearly heard. The patient was ordered to clinic immediately because they had a history of pump thrombosis. Stationary recording and re-reading of the pump was performed. No diagnostics were carried out in clinic. Over time, the pump data became identical to before the event. The patient had no more alarms and their flow was over 3.0 lpm again. Pump thrombosis was suspected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that thrombus was not confirmed or ruled out. No imaging or intervention was performed. The patient was asymptomatic. They were stable at home.